Manufacturer narrative:
On (B)(6) 2021, additional information received indicated, that the date of event was on (B)(6) 2015, procedure type was primary breast augmentation, patient date of birth is (B)(6) 1990, patient age at the time of event was 25 years old, patient ethnicity is caucasian, left implant cat#: 3504004bc, sn#: (B)(6), right: sn#: (B)(6), date of implantation was on (B)(6) 2007, date of explanation was on (B)(6) 2019, plus capsulectomy. Patient reported that her family has a super clean health history. No auto-immune, all her grandparents lived into their 90s, no cancer, everyone in her family is super healthy except for her (she indicated that she is way better now that she has the implants out. Below are the dates of onset of problems per received report: migraines started early 2015, evolved into seizures in (B)(6) 2018, (B)(6) 2016, depression severe brain fog, (B)(6) 2016, extremely low energy, (B)(6) 2016, chronic joint pain. Patient had multiple eegs and mris for seizures and headaches, and there was no issue. The implant on the left was ruptured, the right implant was intact.patient health improved within 6-8 weeks. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report is for the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the manufacturer report number 1645337-2020-14694, follow up: (1) mistakenly reported the country of the reporter as the USA. Manufacturer¿s reference number: (B)(4), the correct country is can.

Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that the patient had develop symptoms from 2015-2016 became chronic and did not go away until late 2019-early 2020, after the breast implants were removed. All the symptoms vanished by december of 2019. Unfortunately she still experienced seizures after the breast implant removal surgery and she had to go on medication for the seizures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2021 mentor became aware that manufacturer report number- 1645337-2020-14694:( follow up 4) unintentionally missed reporting that the patient had both implants placed when she was 17 years old. Therefore pec "off label use" added. Breast augmentation is indicated for women at least 22 years old. Manufacturer¿s reference number: (B)(4). Medical device problem code: off label use.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with unknown mentor silicone breast implants has experienced unknown-sided implant rupture, and unexplained systemic symptoms postoperatively, including hormonal imbalances, food sensitivities, migraines, and seizures the patient reported that she seen doctors and medical professionals, trying to get to the root of her sudden decline in health, and left without answers. As a result, the patient underwent explantation on unknown date. Upon removal, it was noted that one of the implants (side unknown) was ruptured. Patient reported several months after the removal her health begun to improve. This report relates to one of the two implants.